Event description:
Discordant, falsely elevated prostate specific antigen (psa) results were obtained on patient samples from one patient on an immulite 2000 instrument. The customer indicated that the discordant results pertained to the urgent medical device recall (umdr) - umdr2013-06-25 immulite/immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670, which was sent to customers in june 2013. The reagent lot used for testing was not provided by the customer. The patient underwent a biopsy following elevated psa results obtained on samples from the patient between (B)(6) 2013. The biopsy results were negative.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory.